Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with far-field oversensing on the implantable cardioverter defibrillator leading to inappropriate mode switching. Programming changes were discussed. No further information was available.